Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards clinical safety, approximately 6 years post implant of a 23mm sapien 3 valve in aortic position, severe aortic stenosis was noted on echo. The patient has a planned intervention, pending proctor review of the case/imagery to see what is feasible. Per medical records received, the patient had a 23mm sapien 3 valve implanted on (B)(6) 2017 in the aortic position via transfemoral approach. The implant was a success with no significant perivalvular leak. The most recent echo report from (B)(6) 2023 indicated moderate to severe aortic stenosis and moderate transvalvular regurgitation.

Event description:
As reported by edwards clinical safety, approximately 6 years post implant of a 23mm sapien 3 valve in aortic position, severe aortic stenosis was noted on echo. As reported by edwards clinical safety, approximately 6 years post implant of a 23mm sapien 3 valve in aortic position, severe aortic stenosis was noted on echo. The patient was treated with a non-edwards transcatheter valve. Per medical records received, the patient had a 23mm sapien 3 valve implanted on (B)(6) 2017 in the aortic position via transfemoral approach. The implant was a success with no significant perivalvular leak. The most recent echo report from (B)(6) 2023 indicated moderate to severe aortic stenosis and moderate transvalvular regurgitation.

Manufacturer narrative:
Updated b5 and h6- type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaint for structural valve deterioration was confirmed through medical reports. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 6 years post implant of a 23mm sapien 3 valve in aortic position, severe aortic stenosis was noted on echo. The patient was treated with a non-edwards transcatheter valve." Per the instructions for use (IFU), structural valve deterioration (svd) and device degeneration are listed as known potential risk associated with the device. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may manifest as stenosis with thickened leaflets and/or calcified tissue as underlying failure modes. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Review of medical records revealed that patient had a history of hypercholesterolemia (high cholesterol) and progressive symptomatic aortic valve stenosis. Hypercholesterolemia is known to be implicated in the vascular calcification process, which can increase the risk of early valve degeneration/stenosis. It is also widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As such, available information suggests that patient factors (hypercholesterolemia, pre-existing valvular disease) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.